Event description:
It was reported that while the dash personal diabetes manager (pdm) was charging the wall adapter and outlet melted. No injury occurred as a result of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Insulet is actively working to try and get the device back and/or pictures of the reported damage. We are unable to confirm the reported thermal event at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Additional information received on (B)(6) 2024. Insulet was able to obtain photos of the device involved in the event. Based on investigation of these photos, we can confirm that the charger used was not an insulet provided device. Per the device user guide, "only use an insulet approved battery, charger, and cable to charge your pdm. Using unapproved batteries, chargers, or cables can cause the battery to explode or damage the pdm, and may void the warranty."